Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during a ligation of esophageal and gastric varices procedure, performed on (B)(6) 2025, for the treatment of stomach bleeding. The device was installed per the instructions for use (IFU). During the procedure, the handle was rotated and the distinct sound was heard; however, the bands did not deploy. Another attempt was made to deploy the band at the same site, but still the bands did not deploy. The device was removed from the patient, and when it was tested, there was not response when the handle was rotated. There was a small amount of bleeding at the ligation site and there was no other discomfort after follow-up. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 17, 2025: the small amount of bleeding was resolved utilizing electrocoagulation for hemostasis. The procedure performed was a ligation of esophagogastric fundus varices but did not include ligation of gastric varices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5 (describe event) has been updated based on the additional information received. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing did not return. The handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. The ligator housing did not return, therefore, it is not possible to determine if this part had any sort of damage that would have affected the bands deployment. Based on all gathered information and without a proper evaluation of the device, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during a llgation of esophageal and gastric varices procedure, performed on (B)(6) 2025, for the treatment of stomach bleeding. The device was installed per the instructions for use (IFU). During the procedure, the handle was rotated and the distinct sound was heard; however, the bands did not deploy. Another attempt was made to deploy the band at the same site, but still the bands did not deploy. The device was removed from the patient, and when it was tested, there was not response when the handle was rotated. There was a small amount of bleeding at the ligation site and there was no other discomfort after follow-up. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.